Manufacturer narrative:
Reference (B)(4). Product return follow up made 07-n0v-2018, 14-nov-2018, and 21-nov-2018.

Event description:
Eds3 did not adequately drain, so another was used to complete the procedure.